Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy and wet on back. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed clobetasol propionate 0.5 cream for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.